Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting the tissue or branch at all and had a lot of bleeding. The wire in the jaw came off while hospital was trying to clean device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood were observed. Blood was observed on the handle of the harvesting tool. Tissue and char buildup was observed on the jaws. A visual inspection determined that the heater wire was flexed away at the center of the hot jaw. The wire remained in place at the tip and base of the hot jaw. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 2.5. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over five (5) repetitions using "max life test method". The device activated and transected tissue five (5) times with no cautery failure observed. Based on the results of the evaluation, the reported failure mode " failure to cut" was not confirmed, but confirmed for the reported failure mode " bent wire".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not cutting the tissue or branch at all and had a lot of bleeding. The wire in the jaw came off while hospital was trying to clean device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.